Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified pelvic organ prolapse. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon was ruptured in the tip at 9atm within 5 seconds. Consequently, the contrast agent was leaking. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified pelvic organ prolapse. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted at the tip that the balloon was ruptured at 9atm within 5 seconds. Consequently, the contrast agent was leaking. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A balloon pinhole was identified at approximately 2mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complain. The rated burst pressure for this device is 12 atmospheres (as per spcb flextome specification). A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found the hypotube to be kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the delivery system.